Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, after the prime cycle had completed, the fluid level in the patient line of the homechoice set did not reach the patient connector. Hp was going to reprime the line, however, they inadvertently hit "go" to initiate the initial drain cycle. Shortly after doing so, the cycler began alarming. In an endeavor to clear the alarm hp connected their transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete their apd therapy. No patient injury or medical intervention was associated with this incident per rn.